Event description:
A surgeon reports a patient experienced 'vision quality issues' following refractive surgery. This report is for the left eye, the right eye is being reported under manufacturer report #1061857-2008-00013. Additional information provided indicates the left eye experienced a 1-line decrease in bcva at 8 months post-op. During the post-operative period, the patient reported experiencing dry eyes.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available. This report mailed in to FDA on: 02/15/2008.